Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous vessel. A 16x3.00mm promus premier¿ stent was advanced to treat the lesion, however, the distal edge of the stent struts was lifted. The procedure was completed with a different size promus premier¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.    (B)(4).